Manufacturer narrative:
Pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller on the electrical board. Pump received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose 170 mg/dl at the time of the incident. Customer reports that insulin pump does not work and display flashing. The insulin pump will be returned for analysis.